Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 539 mg/dl, 236 mg/dl, and 151 mg/dl. No adverse event related to the device reported. Requested return of the suspect device, however customer no longer has the test strips; replacement was sent.